Event description:
Claas(conformal left atrial appendage system) device was placed on my 82 yo mother in las (B)(6) 2024 under tee(transesophageal echocardiography) guidance as a part of a trial at corewell health in grand rapids. She died the same night with autopsy noting hole in left atrial appendage and puncture of pulmonary artery.